Event description:
Lifecare pca pump: when the pca tubing is clamped with the pump still on and the pt still using the pt controlled pushbutton, several add'l doses of medication accumulate in the tubing before the occlusion alarm sounds. Once the clamp is released, a bolus of the medication infuses.